Event description:
A healthcare professional reported that nm-f6008 implant lacked primary stability. The implantation and removal date has not been provided. The device was forwarded to the manufacturer. No other medical issues were reported.

Manufacturer narrative:
Lot number was not provided, therefore the device history records could not be reviewed. Should the lot number will be provided, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Additional follow-up is being performed in an attempt to obtain all missing information.

Manufacturer narrative:
UDI related data quality updates only.